Event description:
A surgeon reports that a pt developed an intraocular infection 2 days after intraocular lens (iol) implant surgery. The infection was cultured and found to be enterococcus faecalis. The association between this event and the iol is not known. Additional info provided by the surgeon indicates the pt awoke two days after a "very uneventful, uncomplicated implant "surgery" with count finger (cf) vision. The pt was treated with oral antibiotics, prednisone and a vitreous injection. The infection cleared by the end of august, but poor vision and scotoma persist.